Event description:
The pt underwent a rotator cuff repair using a permacol in 2002. Four weeks after surgery the pt developed a wound infection and the graft failed. Bacteriology included growth of staphylococcus aureus and group b strep from a wound swab rather than a tissue sample. 3 x ethicon panalok suture anchors were also used in this procedure to secure the permacol in position.